Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation, pain, swelling, mobility. Tooth #4 extracted and immediate implant placed on (B)(6) 2021. Patient returned for one week post op check and implant was doing well. Patient called (B)(6) 2021 to report pain/minor swelling. Implant was able to be twisted out with finger pressure.